Event description:
Per fax, 4 way valve has a weak shift s/n (B)(4). Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was 4-way valve for the component won't shift. Additional malfunctions p.e. Valve was leaking, the pilot valve was leaking and the md hose clamp was (illegible).